Manufacturer narrative:
The lot number was not provided, therefore the device history record could not be reviewed. The complaint sample was not available for evaluation, therefore an exact root cause could not be determined. Trending was done. Per historical testing, the protexis pi blue gloves passed the requirements of the primary skin irritation test per the technical service report. The protexis pi blue gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any unfavorable trends, which might require further investigation.

Event description:
Scrub technician developed itching, erythema, skin dryness with breaks in finger joints. Their symptoms started approximately the end of (B)(6). They wore the gloves 8-10 months prior to having a reaction. The employee health nurse referred the technician out for evaluation. They were unable to scrub for 4 weeks and currently are pending return to full duty. They discontinued using the gloves.